Event description:
The following was reported to hamilton medical ag: during self test the equipment in the neonatal intensive care unit malfunctioned while using the hamilton ventilator. After inspection by our department's engineers, it was found that the oxygen battery was low, the expiratory valve self-test failed, and the equipment could not work properly. The equipment was stopped. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during self test the equipment in the neonatal intensive care unit malfunctioned while using the hamilton ventilator. After inspection by our department's engineers, it was found that the oxygen battery was low, the expiratory valve self-test failed, and the equipment could not work properly. The equipment was stopped. No patient involvement.

Manufacturer narrative:
Hamilton medical ag`s conclusion: addtional information: the root-cause is a defective expiratory valve assembly. The defective component expiratory valve assembly was replaced and solved the problem.